Event description:
It was reported that the uv flash solution transfer set had leaked at the connection between the transfer set and the yume set for uv flash. This was noticed after the completion of automated peritoneal dialysis therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report two of two.

Manufacturer narrative:
(B)(4).the device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter for evaluation. A visual inspection was performed with the naked eye and via a microscope, and several holes in the tubing were identified. Clear passage and clamp function testing were performed with no issues noted. Underwater leak/pressure testing was performed and noted leaks from the holes in the tubing. Reported problem of leakage was verified. The reported condition occurred due to the holes; however, the cause of the holes is undetermined. Should additional relevant information become available, a supplemental report will be submitted.